Event description:
It was reported that the asymptomatic patient's device transmitted a backup vvi message via merlin.net to the clinic. On (B)(6) 2017, the patient arrived in clinic for troubleshooting. The pulse generator was unable to communicate with merlin.net; causing the device to go into backup vvi. A download was performed on the pulse generator and the device was successfully reset. The patient was stable. The patient will be monitored.